Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a 66.7mm abdominal aortic aneurysm. Right external iliac landing was performed with the limb etlw1613c199ej. It was reported when the patient returned for follow-up 22 days later the stent graft at the external iliac artery etlw1613c199ej was found to occluded. Intervention was completed and the patient had a fem-fem bypass performed. As per the physician the cause of the event was anatomy. It was said the diameter of the blood vessel was measured to be 10 mm, and the device selection was correct, but the graft might have been kinked due to the tortuous blood vessel. No additional clinical sequelae were provided and the patient is fine.